Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: specific evidence that the filter has fractured. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, patient received an infrarenal trapease filter indicated preoperatively to gastric bypass surgery. Approximately thirteen years after the filter was implanted, the patient underwent lumbar spine x-rays indicated for chronic low back pain. The medical history at the time included gastrectomy, cholecystectomy, appendectomy and hernia repair. The images reported a trapease filter in the mid inferior vena cava (ivc) with several fractured filter struts, in addition to degenerative changes in the lumbar spine with facet arthritis. According to the information received in the patient profile form (ppf), the patient reports fractured filter struts retained in the lumbar spine and further experienced anxiety and fear related to the filter, becoming aware of these events approximately thirteen years after implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture. The patient reported becoming aware of fractured filter struts retained in the lumbar spine approximately thirteen years post implant. The patient also reported fear and anxiety related to the filter. According to the implant note, the filter was place preoperatively to gastric bypass surgery. Approximately thirteen years post implant the patient underwent lumbar spine x-rays indicated for chronic low back pain. The medical history at the time included gastrectomy, cholecystectomy, appendectomy and hernia repair. The images reported a trapease filter in the mid inferior vena cava (ivc) with several fractured filter struts, in addition to degenerative changes in the lumbar spine with facet arthritis. There is no additional information available for review. The product was not returned for analysis. The device history record review could not be completed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post implant imaging available for review, the reported filter fracture could not be confirmed or further clarified. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A lumbar spine x-ray noted fractured struts but did not indicate that the struts were retained in the lumbar spine. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post implant imaging available for review, the reported filter fracture could not be confirmed or further clarified. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: specific evidence that the filter has fractured. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.